Event description:
The pt was implanted with a siltex saline mammary prosthesis on 5/1/96. Subsequenty, the pt experienced a deflation of the device and an infection. The device was removed on 4/13/99.